Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump hung a bag of potassium and the top clamp was slightly closed, and the pump continued to infuse for programmed duration. When the pump alarmed that the infusion was complete, the rn found a completely full bag of medication." The reporter also stated that " the pump should have alarmed that there was an upstream occlusion so that the rn would be notified that medication was not actually infusing. This occurred at the critical care unit. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.